Event description:
On (B)(6) 2012, the patient contacted animas and stated that the audio bolus button had been intermittently unresponsive and required multiple hard presses to elicit a response for one week. Reportedly, the rubber came off the audio bolus button that day and was now unresponsive. The patient noted that the tactile changes occurred prior to the damage to the keypad. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.